Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was fully deployed and the delivery catheter system (dcs) was being retracted. The non-medtronic super stiff wire dislodged the valve to 8mm higher than original implant. The patient became hypotensive and cardiopulmonary resuscitation (CPR) was performed. A second valve was implanted and the blood pressure did not return. The patient did not recover and subsequently expired thirty minutes after the second valve was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.